Manufacturer narrative:
Complaint conclusion: during the prepping of a 4f infiniti catheter (0.038 125cm), a hole was noted at approximately 20cm from the tip of the catheter. There was no report of patient injury as the device was not clinically used. Another device was used to complete the procedure. The device was stored and prepped per IFU. There was no packaging damage.  A non-sterile 4f infiniti 0.038 125cm 6sh pig diagnostic catheter was received for analysis coiled inside a plastic bag. Per visual analysis, the external surface on shaft of unit presented a hole/cut at 21.5 cm from the hub of the catheter. No other anomalies were observed on the returned device. A meeting was held with pet in order to review the complaint unit. By pet review, it was concluded to send the unit for sem analysis to identify the cause of balloon hole/cut. Per sem analysis results, the outer surface results showed evidence of piled-up material condition on the body perforation; also abrasion marks were observed at opposite side to the piled-up material; exposed braid wire showed evidence of ductile dimples. Per the available evidence, it is very likely that the body perforation and piled up material was caused by the interaction of the catheter body with an unknown object that applies a force from the outside to inside of the material thickness. No other anomalies were found during the sem analysis. A device history record (DHR) review of lot 17466001 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿catheter (body/shaft) - puncture/cut - during prep¿ was confirmed through analysis of the returned product. However, the exact cause of the damage observed on unit could not be conclusively determined during analysis. Based on the limited information available for reviewed, procedural/handling factors may have contributed to the hole observed as evidenced by piled-material, abrasion marks, and ductile dimples of the braid wire. As stated in the instructions for use (IFU), ¿to prevent kinking of 5f (1.65 mm) and smaller angiographic catheters, and specifically the 4f (1.35 mm) infiniti pigtail catheters, straighten the pigtail catheter tip only with a diagnostic guidewire or, if applicable, with a tip straightener. Do not straighten by hand. Use a guidewire when introducing the catheter through the catheter sheath introducer (csi) and into the left ventricle. Treat all 4f (1.35 mm) catheters and smaller french sizes with ultimate care. The performance of these products may be impaired if not properly and cautiously handled during unpacking and preparation.¿ neither the DHR review nor the product analysis suggests that the event experienced by the customer could be related to the manufacturing process; therefore, no corrective/preventive action will be taken.

Manufacturer narrative:
(B)(4). The product is not available for evaluation and testing.  Additional information will be submitted within 30 days of receipt.

Event description:
During the prepping of a 4f infiniti catheter (0.038 125cm), a hole was noted at approximately 20cm from the tip of the catheter.  There was no report of patient injury as the device was not clinically used.  The product will be returned for analysis.  Another device was used to complete the procedure. The device was stored and prepped per IFU.  There was no packaging damage.  Pictures are not available.

Manufacturer narrative:
A device history record review was performed and showed that these lots of products met all requirements per the applicable manufacturing quality plan.   The product has been returned for evaluation and testing; however, the engineering evaluation has not been completed.  Additional information will be submitted within 30 days of receipt.